Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The root cause of the defective cells was unable to be positively identified. There were no adverse events associated with the battery malfunction. Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported a charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a charger was unable to charge a battery.